Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient did not feel he was having relief for his headaches, even though he was able to get good stimulation. It was also reported that the placement of the implantable neurostimulator (ins) was in a problematic place; it was over his posterior rib cage and the patient was an avid backpacker. In result, the device was removed, and the issues resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.